Manufacturer narrative:
Pump received with no esc and act button response due to corroded keypad traces. Unable to verify for operating currents including failed battery test alarm due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and missing end cap sticker.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape and act button would be unresponsive. Customer also reported a failed battery test alarm occurring when a new battery was inserted. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.